Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to high blood glucose of 358 mg/dl. The current blood glucose was 178 mg/dl. Customer also reported under delivery of insulin. Customer was dizzy all the time and not able to walk in a line. Customer treated high blood glucose with shot and insulin pump. Customer reports the following symptoms related to their high blood glucose with vomiting and dizzy. Customer wearing the pump at time of hospitalization based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer advised to call when tubing clamp is received to perform high pressure test to confirm pump can detect an occlusion. The insulin pump will not be returned for analysis.